Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from scope connector (s-cover.) Additionally, the foreign object inside the light guide (lg) lens is likely due to physical stress due to hitting the tip of the scope, dropping the tip, or chemical solution used. It is assumed that the adhesive around the lg lens peeled off due to mechanical stress, resulting in moisture entered the lg lens, causing corrosion. The cause cannot be determined. The event can be detected and prevented by following the instructions for use (IFU) sections: the detection method is described in the instruction manual tjf-q190v operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. The event can be detected by following the instructions for use (IFU) section: the detection method is described in the instruction manual tjf-q190v operation manual 3.3 inspection of the endoscope. " olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of an annual inspection, in addition to the reportable findings detailed in section b5 the following was discovered; during incoming inspection a leak was found in the suction cover, the air-water cylinder and the suction cylinder had no color, the forceps channel port and grip were shaved, the right/left knob had discoloration, due to a cut on heat shrinking tube of forceps elevator/lock engagement lever the expected insulation capacity could not be obtained, the plug unit had a crack, the scope connector cover unit had corrosion due to water leakage, the distal end is shaved and had residual liquid, and finally the adhesive around light guide lens has discoloration. In addition, due to the annual inspection, part were replaced. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned an olympus device, a duodenvideoscope, to the olympus service center for annual inspection. Upon inspection and testing of the returned device, it was observed that the distal end and light guide lens have foreign material. This report is being submitted for the event found during evaluation. There was no patient involvement.